Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
Received user facility medwatch (B)(4), advising that during a laparoscopic hysterectomy procedure; when inserted into the port, the jaws did not open. It is not known how the procedure was completed. There were no patient consequences reported.